Event description:
It was reported that during the implant procedure, the left ventricular lead had no capture. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and used for analysis. No anomalies were found. It was noted that all conductors had blood/body fluid (not obstructed).